Event description:
Although the medtronic ave stent is not indicated for use in internal mammary arteries, and unk s7 stent delivery system was inserted to treat a lesion in the internal mammary artery. It was not possible for the stent to reach the lesion due to excessive tortuosity. During removal of the device, the stent dislodged from the delivery balloon in the internal mammary artery. The dislodged stent was successfully snared and removed from the pt. It is unk if there was further treatment to the target lesion. The pt was reported fine post procedure and there are no additional clinical sequelae reported related to the event. There was no further info available regarding this event. The device was discarded and the lot number is unk.